Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report number in h10. Updated b4, d9, g3, g6, h2, and h3. Added additional component code to h6 component code. Corrected h6 type of investigation, investigation findings, and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. During visual inspection of the returned device the liner was partially expanded 7cm from the strain relief. The distal tip was unopened. A strain relief puncture 6cm from the hub was observed with a liner tear under the strain relief at 4.5cm from the hub. Due to the condition of the returned device, no functional testing was able to be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion and advancement through the sheath and potential valve frame damage using the sapien 3 ultra/sapien 3 ultra resilia valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The inability to advance the valve and delivery system through the sheath was confirmed based on the product evaluation. Available information suggests that patient factors (tortuosity) may have contributed to the reported event since it was reported the patient had ''moderate'' tortuosity. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. The sheath puncture was also confirmed based on the evaluation of the returned device. Available information suggests that procedural factors (high push force) and/or patient factors (tortuosity) may have contributed to the reported event. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage via suboptimal advancement angles (e.g. Sheath navigation through tortuous anatomy, as reported). High push force used to overcome any resistance when navigating challenging anatomy can lead to the sheath damage seen. High push forces coupled with non-coaxial advancement trajectories can lead to strain damage via direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure using a 16fr esheath, the access route appeared favorable on pre-procedural computed tomography (CT), showing a gentle curve, a minimum luminal diameter (mld) of 6.4 mm, moderate tortuosity, and no significant calcification. A 14 fr dilator was used to insert the 16 fr esheath+ through the right femoral artery without resistance. When inserting the commander delivery system (ds) into the esheath+ following the standard procedure, significant resistance was encountered at the partially expandable section. Fluoroscopy revealed that part of the stent of the 29 mm sapien 3 ultra resilia transcatheter heart valve (thv) appeared to peel upward. The ds was withdrawn, but the thv detached and remained within the esheath+ at the partially expandable section. The esheath+ was removed and replaced. At this point, the ds could not be advanced but could be retracted. Inspection of the removed esheath+ revealed a small pinhole in the partially expanded section. The new kit was opened, and the thv valve was successfully implanted without issues. The devices will be returned for evaluation.

Manufacturer narrative:
Investigation is ongoing.